Event description:
A pharmacist stated the customer's contour was not storing all of the blood results.. No adverse event alleged. The advocate was asked to return the meter for investigation. A replacement meter was sent to the customer.